Manufacturer narrative:
Additional information was received that the reason for lead repositioning was to maximize coverage.

Event description:
A report was received that the patient was experiencing discomfort at ipg site. The patient underwent a revision procedure wherein the ipg and lead was repositioned. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing discomfort at ipg site. The patient underwent a revision procedure wherein the ipg and lead was repositioned. The patient was doing well post operatively.